Manufacturer narrative:
The reported event was "electrode could not be well attached to the myocardial muscle". As received, a complete lead with a stylet was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. All tines were intact, and no anomalies were noted. X-ray and visual inspection of the lead found no anomalies.

Event description:
During an initial implant procedure, it was reported that the right atrial (ra) lead could not be implanted. The ra lead was exchanged and a new ra lead was successfully implanted on (B)(6) 2021. The patient was stable throughout the procedure.